Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized a year ago due to over infusion of 9.0 units of insulin. The customer stated that his doctor recommended not using the device until now. The customer stated, he did not wear the device in a year. The customer was not willing to troubleshoot and requested a replacement of the insulin pump. No further information was provided.